Manufacturer narrative:
(B)(4)

Event description:
Additional information later received reported the patient experienced slight increase pain, no change in pain control. The pump was replaced because of increasing volumes (residual), (> 3 cc¿s discrepancy, the pump was replaced after dye study. The catheter just had extension added (B)(6)-2014 . Post op the drug was changed to hydromorphone and bupivacaine.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Event description:
The reporter was to provide coverage for a dye study case and when the reporter arrived he was told they were performing a pump replacement. The reporter was told by another healthcare provider (hcp) the patient was getting good therapy pre-op so the reporter was unsure why a pump replacement was performed. The patient was staying overnight at the hospital following the pump replacement. Additional information further reported the results of the dye study were they unable to aspirate the catheter. Per the reporter the reason for the pump was replacement or the catheter issue was unknown. The catheter was retained and no additional actions or interventions were taken. The patient was receiving effective therapy. The pump was used to deliver morphine and bupivacaine.